Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a distal end burn during set up / inspection for use (during set up in room / before patient in room) involving an olympus gastrointestinal videoscope. There was no patient involvement.